Event description:
The drainage catheter became blocked by a black plastic object. As per complaint form: multipurpose drainage catheter size 12 fr was fixed last (B)(6) 2012, for liver cyst sclerotherapy. The liver cyst was drained and on (B)(6) 2012, ethanol sclerotherapy started. Doctor noticed that the catheter was blocked, an extra thin 4 fr angio catheter was passed through the lumen. (B)(6) 2012; second session of sclerotherapy done successfully. During removal the pt experienced intensive pain and tramal injection was given. After the removal, examination of the inner lumen of the drainage catheter found a black plastic "thing" inside, which was forwarded it to the agent. Additional procedures were required. Multiple guide wires insertion and another catheter was placed. An additional painkiller was also required (tramal). Pt outcome was not provided by the reporter.

Manufacturer narrative:
Expiration date: unk as lot number is unk. Device approx age: unk as lot number is unk. Pt code: additional surgical procedure is not listed in the instructions for use. Device code: occlusion is not listed in the instructions for use. Unk as lot number is unk. Event is still under investigation.